Manufacturer narrative:
As of today attempts to obtain additional information were unsuccessful. A follow-up will be filed as needed.

Event description:
It was reported that the c-arm dropped down without touching the footswitch. No injury reported. It was noted that the footswitch needed to be replaced.